Manufacturer narrative:
Device received with cracked battery tube thread noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, self test and rewind test.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin had received keypad was less responsive well as crack on around battery compartment, rewind was slower louder and hearing grinding noise. Customer¿s blood glucose level was unknown. Troubleshooting was not performed. The device will not be returned for analysis.